Manufacturer narrative:
The device received with blank display. Problem isolated to electrical board. Unable to perform functional test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but display did not return. The customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.